Event description:
Codman hakim shunt device placed in my head on or around (B)(6) 2018. Three weeks later my head began bleeding while sitting at my desk typing. I immediately went to the doctors office which was dr. (B)(6). His pa (B)(6) said the staples had come apart so she fixed it and sent me on my way. Everyday after that my head hurt worst than before the surgery and continuously. I called the doctor's office daily and they told me to keep taking the medications prescribed. Finally when they realized I was not being a baby but in serious pain they scheduled me to come in for a scan. The scan showed I had a brain bleed. I had to return to the hospital immediately for emergency surgery. After that surgery I didn't return to work I just stayed home and rested for the seven days until my follow-up visit. I was not feeling great but they kept saying I would be ok. When I went in for the follow up visit there was a second and more severe brain bleed this time. I had a second emergency surgery to shut off the shunt and the tubing that ran down my neck into my stomach. I suffer daily because of this event. My surgeries took place at (B)(6). Because I have filed a grievance with the hospital around the same time covid arrived nothing happen. Dr. (B)(6) has written some of the worst comments I have ever seen on a person's medical records and the hospital has allowed him to do so. Now when I go to the hospital or doctor, they will not touch me because he has defamed my character. I am losing my sight slowly. I have been on anxiety pills as well as family and medical leave act for seven years now. I will have to come out on disability soon because new software programs are being added and I can't retain new information. Every day for me is a new day, literally! I don't see how this is considered fair treatment for anyone! Integra lifescience, dr. (B)(6) are all in this for the money. My life has been shortened. My quality of life is not good.